Event description:
It was reported that this event involved a critical ill pt, who coded at the bedside. CPR was performed and a central line was inserted. The pt subsequently expired of causes unrelated to the catheter insertion. A post-mortum x-ray was performed and a piece of spring wire guide was observed.

Manufacturer narrative:
The sample has been returned to arrow. When our evaluation is completed, a follow-up report will be sent.